Manufacturer narrative:
Product analysis: the device was returned for analysis. Analysis revealed the export was not entrapped in a guide catheter. The guide catheter did not return. Deformation was evident to the proximal end of the guidewire lumen. The export was loaded through an in-house guide catheter and resistance was noted where the guide wire lumen was deformed. Confirming removal difficulties based on this resistance. The od of the dual lumen major/minor axis were measured meeting specifications. Image analysis correction: two photos were received from the account. Both photos appear to show deformation to the proximal end of the guidewire lumen, with part of the lumen sticking up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one export aspiration catheter had an abnormal bulge at the front end of the device. The device was used in a mildly tortuous, non-calcified lesion with 90% stenosis in the proximal left anterior descending (lad) artery. The device was removed from the package and flushed with saline per IFU with no issues. A cursory inspection revealed no abnormalities. The device was used with a 0.014 non-medtronic guidewire. The guidewire was passed smoothly. After successful aspiration was completed there was a strong resistance on withdrawal of the device from the guide catheter, and the device could not be removed. Repeated attempts failed. The entire system of the guide catheter, guidewire and aspiration catheter was then successfully removed. When the device was removed from the patient the damage to the device was seen between the tip and the guidewire exchange lumen. There were no difficulties removing the device from the patient's vessel. No peeling or detachment were found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two images were received for review. Both photos appear to show deformation on the distal section of the catheter at the entry port of the guidewire lumen, with part of the lumen sticking up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.